Event description:
It was reported that the sitter select alarm unit was not alarming. No patient injury reported.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that the battery door is either missing or damaged and the delay switch does not function. Conclusions: no conclusion can be drawn.